Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported false positive result on the alinity m resp-4-plex assay. The sample was run on (B)(6) 2022, sample ID (sid) is (B)(6), and a target result of 34.80 cycle number (cn) for the rsv target. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
B3 date of event updated to match ticket description. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the customer data review for the reported false positive sample was performed. The run which involved the discrepant result was valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the reported discrepant result were analyzed. The discrepant result was positive for the rsv target. The curve was reviewed and did not appear abnormal. The curve is characteristic of a weak/late positive sample. Unlike the strong positive curves, weak/late curves do not reach a plateau because there are not enough cycles to reveal the full sigmoidal shape associated with a strong curve. The discrepant result is considered near and/or beyond assay limit of detection (lod) which means the positive result may not be reproducible using the alinity m resp-4-plex assay. Quality data review device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify related complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 526393. A product deficiency was not identified by this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 was not identified.